Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and is currently undergoing eval.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens. After the lens was inserted, the surgeon had to cut and remove the lens due to an unplanned vitrectomy. There was no pt injury. Add'l info has been requested.